Manufacturer narrative:
The device was returned to the manufacturer and investigation completed 20-sep-2018. On investigation, review of the black box data revealed one loss of prime record with zero force. Insulin delivery by the pump was not continued after this loss of prime. The pump powered on normally and rewind, load and prime steps were successfully performed. Force sensor calibration testing confirmed the force sensor was detecting correct force. The pump was exercised without any loss of prime occurring. There was no damage, defect or contamination of the pump¿s interior components. This complaint is not being reported because device investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. No additional information was provided. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.